Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) visited the site and completed the investigation. The fse was able to reproduce the reported issue and replaced the vio integrated electrosurgical generator unit (iesu). Isi did receive the iesu to perform failure analysis (fa). Fa was able to reproduce the customer reported complaint when unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer lost energy on the tower. The caller stated both monopolar and bipolar were not working. The caller stated before calling in they had swapped instruments, energy cords, rebooted the erbe generator, tried the other monopolar and bipolar ports on the erbe, but the issue remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked if they had any error messages, and the caller stated a c-84 error message. The tse confirmed error message c-84 as well c-33/c-34/c-30 errors in the logs. The tse recommended trying another reboot on the erbe. The caller rebooted the erbe, and it powered on, and the c-33 error returned as it powered on with no energy cords hooked up to it yet. The tse recommended swapping to another vision side cart (vsc) or using the force triad generator as a backup energy source. The customer elected to continue with the procedure using another vsc. The procedure was completed with no reported injury.